Manufacturer narrative:
Device codes: 2017 labeled. Internal file number (B)(4). Device code 2017: use after expiration. Evaluation summary: a visual inspection was performed on the returned device. The reported difficult to position and difficult to remove were confirmed. A review of the xience alpine label attached to the lot history record for this lot was conducted indicating an expiration date (use by date) of 17-january-2019. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2019. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience alpine everolimus eluting coronary stent system, instructions for use (IFU), states: note the product use by (expiration) date specified on the product label. It is unlikely the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat the left anterior descending coronary artery, the 2.75x33 mm xience alpine stent delivery system (sds) got stuck in the non-abbott guide extension catheter and could not be advanced. Due to the sds being stuck, both devices were removed together as a single unit. Two xience stents, a 2.5x15 mm and a 2.75x15 mm were used to complete the procedure, without the guide extension catheter. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.